Manufacturer narrative:
(B)(4). The device history review the product hemolok xl clips 6/cart 84/box, lot #73k1500301 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips could not be closed with the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544250 hemolok xl clips 6/cart 84/box was received used, opened without original packaging, per sap lot #73k1500301. During visual inspection the cartridge was received with all the clips properly placed in the slots, the clip component has all of the parts, and no damage on the clip was observed. Issue reported "clips not closing" was not able to be confirmed. Functional type inspection was performed as follows: the hem-o-lok clips (positioned in cartridge slot) were loaded into the clip applier p/n (B)(4), batch # (B)(4); the clips were loaded properly into the clip applier, no issues were found. A closure test was performed on the clips into the appropriate media tubing p/n (B)(4) according to (B)(4) manufacturing procedures (B)(4); the clips were closed into the media tubing properly and no issues were observed, issue reported "clips not closing" was not confirmed with the sample received. Samples received did not confirm the defect reported by customer "clips not closing". In addition, a functional inspection was performed with the clips received, the device works properly. Therefore, corrective actions is not required at this time.

Event description:
The clips could not be closed with the applier. The patient's condition was reported as fine.